Event description:
Pt had been intubated for several days because of repsiratory failure. Nursing staff was changing linens and turning pt. Pt began having oral secretions and coughing. Green part of tube tamer disconnected from the white port. Et tube screwed into green port. Pt had to be extubated and reintubated. Pt was placed on 100% oxygen rebreathing mask for approx 20 minutes.